Event description:
It was reported the patient's intrinsic rhythm was 30bpm, according to the ECG. Device follow-up could not find any explanation, so the device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.